Manufacturer narrative:
Analysis found the unit with a blank display due to broken solder joint. Unable to verify the excessive no delivery alarm due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which could not be resolved. The customer's blood glucose level at the time of the event is unknown. The customer also stated that the insulin pump suddenly shut off without any warning and would not turn back on, despite trying with new battery. Advised a replacement will be sent. The insulin pump will be returned for analysis.